Event description:
On (B)(6) 2012 customer reported that the access 2 instrument (s/n (B)(4)) generated erroneously elevated accutni results within risk stratification range for four patients' samples. The erroneous results were not reported out of the laboratory. Customer stated that they tested the samples on both of the lab's access 2 instruments because they were in the process of validating the newer instrument. Customer stated that only the lower results were reported outside of the lab, and there was no change in patient treatment based on the high results from the access 2 (s/n (B)(4)). System check log indicated all portions have been within published specifications for the last 90 days. Per the customer's quality control (qc) data, three levels are run at least once daily. Per archive data file, level 1 qc was outside >2 standard deviation high twice the morning of event. Customer calibrated the assay and recovered passing qc results for all levels. The customer has not reported any additional events for elevated accutni results to date. Field service engineer (fse) inspected the instrument and performed preventative maintenance. Fse ran 50 reps of pooled low patient samples and determined precision passed with published specifications. Fse ran qc and the system validation was documented in customer's qc record.

Manufacturer narrative:
Evaluation codes, results, code (other): preventative maintenance. Fse ran 50 reps of pooled low patient samples and determined precision passed with published specifications. Fse also ran qc.